Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the motor had issues with a loss of flows and was hot. The motor was replaced.

Event description:
The account reduced the revolutions per minute (rpm) to try to resolve the issue before ultimately exchanging the motor. There were no further issues. There were no other components involved which may have influenced the event. The rpms were too high for the resistance to flow, resulting in a loss of connection between the drive impeller and the pump driven magnet. The speed mismatch was causing a machine gun sound as the impeller and magnet alternately gained and lost traction. The problem resolved when the rpms were lowered. The surgeon requested that the drive component be replaced because of the heat issue. No further information was available.

Manufacturer narrative:
Section b5, h3, h4: additional information. Manufacturer's investigation conclusion: the reported events of noise changes and the motor becoming hot were not confirmed. The returned centrimag motor (serial number (B)(6)) was functionally tested by the ppe department and under work order #54473521 on (B)(6) 2020 and was found to perform as intended. Atypical events were unable to be reproduced throughout all testing, and the motor was returned to the rental pool after passing all tests per procedure. No log files were associated with the reported event. The root cause of the reported events was unable to be conclusively determined by this analysis. The centrimag motor IFU, in section titled "warnings," indicates that the motor may feel warm to the touch. Overheating is confirmed by a motor over temp console alert message and temperature sufficient to prevent the user from placing and holding a hand on the motor housing. Clamp the return tubing and switch to the backup system. The labeling has an emergency/troubleshooting section for the primary console. The recommended practice, whenever there is a console or motor malfunction, is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console to continue patient support. No further information was provided. The manufacturer is closing this event.